Event description:
Info rec'd from foreign affiliate. The pt reportedly went on holiday with children. The children contracted conjunctivitis as well as the pt. The pt discontinued contact lens wear, then decided to try lens wear again for skiing. Reportedly, the pt's eyes became red and inflamed and the pt sought medical attn while on holiday. On return home, the pt reported to usual eye care provider that a diagnosis of corneal edema and corneal ulcer was made by the provider seen on holiday. The treating physician is unk and no other details are available. The pt is currently voluntarily not wearing lenses in preparation for a lasik procedure. As the severity of the corneal ulcer cannot be assessed with the info provided and as a corneal ulcer may be serious or non serious, this injury is being reported as a worst case. No add'l info is expected.

Manufacturer narrative:
Lot numbers for both eyes rec'd but no info on which is associated with the injury. Both lots will be reported in this file. Lot history review b004wvs: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested within spec. All sterilization requirements were successfully completed. B005586 expires 08/01/2011, MFR date: 10/18/2006. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed.